Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose soon after a meal when a ¿more than usual¿ meal announcement was made instead of a usual lunch announcement while using an ilet system paired with a dexcom g7, resulting in a lowest cgm value of 42 mg/dl and treatment with apple juice. Symptoms included hypoglycemia, though detailed clinical information was insufficient. Outcomes included an impact that could not be fully characterized due to insufficient information, and the user stated they corrected the low quickly. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no specific findings and no device component implicated due to insufficient information regarding a medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established.